Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by patient that they had 3 inss. This second ins was rejected by patient's body after a few months. On (B)(6) 2019 additional information was received from patient and healthcare professional. They reported patient had a revision where a new system was put in. No further complications were reported or anticipated.